Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted and dried blood in neck region. Set screw mark on terminal pin at correct location. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the cathode coil fractured (appears bird¿s nest) at distal end of terminal pin, most likely occurred during revision procedure. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations of dislodgement or loss of capture.

Event description:
Boston scientific received information that the patient was feeling fatigue with activity, he had a stress test and his heart rate was lower than expected. The right atrial (ra) lead experienced loss of capture and was found dislodged. It was confirmed via chest x-ray. The helix was able to be retracted for attempted revision; however the helix was unable to extend for revised fixation. The patient did report non compliance with post operative weight and mobility restrictions following initial implant. The ra lead was explanted. No additional adverse patient effects were reported.